Event description:
Healthcare professional reported "hematoma then infection". Later healthcare professional reported "patient developed a hematoma 2 weeks post op, then she had a bacterial infection which led to the implant being removed". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: hematoma, infection.